Manufacturer narrative:
(B)(4). Neither the actual device involved nor the pump logs were returned for evaluation. No further information was provided for this complaint. Root cause could not be determined, however, CAPA (B)(4) was initiated to investigate/address the issues. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: the pump was running norepinephrine (levophed) 20 mcg/min, serial number (B)(4), and the pump experienced a system 105 error. It also had an error code 81 concurrently with the alarm 105. Patient was on mechanical ventilation and 8 other devices. Issue occurred in room (B)(6). Pump plugged into red outlet and log indicates the pump was operating on ac power at the time the alarm occurred. Indications during a subsequent conference call identified that the patient required resuscitation due to the halting of the infusion.